Manufacturer narrative:
Based on a health risk assessment that was completed no remedial action was necessary. The preventative action will be to replace any bgm pcb manufactured prior to a revision change in april 2016, this will be completed during the next site visit or if symptoms present prior to that.

Manufacturer narrative:
As of today the investigation regarding this issue is still in-process. The system is being evaluated on-site and it is unknown if any parts will be returned for evaluation at this time. A follow-up will be filed as needed.

Event description:
It was reported by the fe that during a biopsy procedure the needle penetrated the patient breast and impacted the detector cover. The safety limit alarm did not inform the tech that the needle would hit the detector when fired. This was reported as no patient injury and it is unknown if the patient required any further medical attention.